Event description:
In 2009, patient reported, she woke up with an elevated reading. She states her infusion site needed to be changed. Patient reported, her reading when she woke up was 389 mg/dl and now her reading was 454 mg/dl due to not getting her insulin. While on the call, patient stated she changed her infusion site. Advised patient to be mindful of different absorption rates when using different parts of the body. Patient reported, she was unsure of the amount of insulin to take and whether she should do that via bolus or via injection. Advised her to call her doctor to obtain medical advice. She stated, she attributes the high readings to the site issue mostly. Patient reported she is on medication for an infection and has had an allergic reaction to that medication. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call the next day, patient reported her blood glucose readings have come down into the normal range. She stated her blood glucose when she woke up this morning was 105 mg/dl, and at noon, it was 99 mg/dl. Patient stated, both are within her normal range.

Manufacturer narrative:
No product will be returned for evaluation .